Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor exhibited foreign material. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Correction to g2 report source of the initial report, added health professional. Correction to h6 component code of the initial report from g04134 to g04103. Additional information: h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. The most probable cause of the complaint was expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.